Event description:
On 26sep2025, a johnson and johnson (jnj) employee reported a customer's patient (pt) "scratched their eye" and visited an ophthalmologist after wearing two acuvue® oasys® brand contact lenses (cls). No additional information was provided. On 13oct2025, additional information was received. The event occurred on 17sep2025. The pt is an experienced wearer whose left eye (os) was "scratched" and, after two days of wearing one cl, experienced clouding, pain, and redness. The pt visited an ophthalmologist, was "diagnosed" and was prescribed "drops and ointments." "The symptoms do not go away; there is no improvement." The pt reported removing cls overnight and using "acuvue solution." The pt noticed nothing unusual with the cl upon removal from the blister pack before inserting into the eye or upon removal from the eye. On 16oct2025, additional information was received. The treating ophthalmologist diagnosed the pt with os keratitis (date not provided) and prescribed antibiotic +anti-inflammatory drugs (tobramycin 0.3% six times per day, indomethacin 3 times per day, and tropicamid 1% once daily) for three weeks. The pt had follow up visits on (B)(6) 2025 and was diagnosed with keratouveitis with "slight clouding" of the cornea at the periphery with no vision loss. This event was determined to be serious adverse event on 16oct2025 with the pt's diagnosis of keratouveitis with "slight clouding" of the cornea. A comprehensive review of the manufacturing records for lot number l006t46 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The os suspect cl was requested for return and evaluation yet has not been received. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Manufacturer narrative:
On 09feb2026, an evaluation of the returned suspect product was completed. One lens case containing 2 lenses was received. Magnified visual inspection revealed no abnormalities. No further investigation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.